Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular lead. Medications were suspected to have impacted the threshold and were altered to resolve the event. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.